Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of under-sensing noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. Device reprogramming is anticipated. The patient was stable and will continued to be monitored.